Manufacturer narrative:
Conclusion: as reported by a healthcare professional, during basilar artery aneurysm coiling, a galaxy g2 coil (641cf0412/s12782) could not be pushed in the prowler lpes microcatheter (606s155x/17161634). The coil was removed with the microcatheter. The g2 did not appear damaged. There was no patient injury or significant delay in the procedure. They completed the procedure with another microcatheter and coil. It was reported that the product would be returned for analysis. The prowler lpes was not available for analysis. A review of the manufacturing documentation associated with this lot 17161634 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The resistance within the microcatheter could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, procedural/handling factors may have contributed to the event. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
DHR completed on (B)(6) 2017: a review of the manufacturing documentation associated with this lot 17161634 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is 1 of 2 MDR reports submitted for this event, with associated report numbers of 3008264254-2017-00103 and 2954740-2017-00191.

Event description:
As reported by a healthcare professional, during basilar artery aneurysm coiling, a galaxy g2 coil (641cf0412/s12782) could not be pushed in the prowler lpes microcatheter (606s155x/17161634). The coil was removed with the microcatheter. The g2 did not appear damaged. There was no patient injury or significant delay in the procedure. They completed the procedure with another microcatheter and coil. It was reported that the product would be returned for analysis.